Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A device was returned to a third- party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged breathing issue and device was alarming. There was no report of patient harm or injury. During the evaluation of the device, the third- party service center visually inspected the device and found evidence of foam degradation. There were secondary findings of left door missing, damaged top enclosure, dents/scratched. The device was scrapped.